Event description:
Journal reference: wu et al. "Radiation-induced alarm and failure of an implanted programmable intrathecal pump." Clin j pain 2007; 23(9):826-828. This article describes a case study of one pt with spasticity who reported an alarm and failure of an implanted programmable it pump in a turn-off status exposed directly to radiation used for treatment of a retroperitoneal sarcoma. An estimated cumulative dose exposed to the electronic circuit and/or battery to cause the alarm and device failure was in the range of 28.5 to 36 gy in 20 daily treatments. However, the pump directly exposed to high dose radiation did not cause any damage (both clinical and pathologic) to the pt and the environment. Reportable event: male with spasticity and low back pain was implanted in 2003. In 2006, he noticed a significant increase in abdomen size, worsening low back pain, and had bouts of urinary incontinence. A CT scan revealed that he had a retroperitoneal sarcoma directly under his pump. The pt was treated with chemotherapy, radiation, and surgical resection of the sarcoma. After chemotherapy, it was noted that the sarcoma size had reduced and symptoms of back pain and urinary incontinence improved. As of 2007, there had been no recurrence of the sarcoma.

Manufacturer narrative:
The article indicates that the device was returned for analysis, however, without device ID we can not confirm.